Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a procedure, the day of the call that might be a lead revision as the patient wasn¿t getting the expected coverage. The representative was charging the implant to check impedances and thought it was taking a long time. It was noted that the recharge quality was excellent and the implant was depleted as the tablet could not read the implant. The representative had started charging 20-30 minutes ago at speed level four and it was showing in the red. By the end of the call the implant was 30% charged and it was reviewed that given the starting charge level and excellent quality it was appropriate recharging duration. The representative noted a warning was seen on the tablet that the device time had been changed and the diagnostics may not be accurate. The indication for use was non-malignant pain.

Manufacturer narrative:
Product ID 3888-56 lot# v508993 serial# implanted: 2010 (B)(6) explanted: product type lead information references the main component of the system. Other relevant devices are: product ID 3888-56 lot# v508993, ubd: 2014 (B)(6), (B)(4) correction to device code (B)(4) omitted in initial report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient's ins was read and impedances were checked pre-operatively which showed a possible open at 4,5,7,8,9 and high impedances/do not use at 6, and 10-15. The healthcare professional (hcp) decided to replace all 3 of the patient¿s leads. Intra-operatively it was found that one of the patients existing quad leads was broken. The hcp noted an unknown fluid/substance on/around those electrodes and was unable to remove it. After the replacement, intra-operative testing showed a bad connection in the ins and high impedances on electrodes 9 and 10. It was noted that there was no return of the removed products as one lead was abandoned in the patient and the hcp requested the rest. The rep indicated that the cause of the patient not getting the expected coverage was unknown. Follow-up with the patient on (B)(6) revealed that the patient was still recovering and the patient had not attempted to recharge or use the scs system since the surgery. The patient then met with the rep on (B)(6) and the patient told the rep that they were able to charge the ins with no issue. The rep said that all connections had resolved but a ¿possible open¿ on electrodes 8-11 were seen; the patient was programmed, without those electrodes, and was getting good coverage at the time of the report. It was noted that the information was confirmed with the hcp. No further complications were reported/anticipated.